Manufacturer narrative:
(B)(4). Concomitant medical products: catalog # 115313, comprehensive reverse shoulder glenosphere +3 36 mm, lot #239880; catalog # ni, comprehensive reverse shoulder polyethylene, lot # ni; catalog # ni, comprehensive reverse shoulder humeral tray, lot # ni; catalog # ni, comprehensive reverse shoulder humeral component, lot # ni. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. In the process of being returned.

Event description:
It was reported that the patient underwent initial total reverse shoulder procedure. The patient was being revised because the glenosphere/taper disassociated from the mini baseplate. Patient reported pain. The glenosphere and the taper were revised. No further information is currently available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device showed some wear and tear. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial total reverse shoulder procedure. The patient was being revised because the glenosphere/taper disassociated from the mini baseplate. Patient reported pain. The glenosphere and the taper were revised. No further information is currently available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.